Event description:
Device implanted 2/3/99 rt subclavian under local anesthesia. Chemotherapy was stated to have begun 2/5/99. Record refers to difficulty in access to port. X-ray showed fracture of catheter. Distal portion migrated into lt inferior pulmonary artery. 4/6/99 removal of rt venous access port performed, implant or new venous access port (lt).